Event description:
It was reported that the deep brain stimulation (dbs) patient presented to the emergency room (ER) with a severe headache primarily on the left side of his head 21 days post implant procedure. A computed tomography (CT) and magnetic resonance imaging (MRI) scans were performed, and they revealed that the patient had a subdural bleed on the left side of his brain. The patient was admitted to the hospital, underwent a craniotomy to address the hematoma, and was administered routine postoperative antibiotics. No additional information was available despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7123125.